Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective reference valve and buffer valves. The fse replaced the reference and buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high sodium and chloride patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no change to patient treatment. There was no report of injury or adverse event associated with this event. No data has been provided by the customer.